Manufacturer narrative:
Additional information was received that there was pus at the patient's previous incision site and that the patient was administered antibiotics.

Event description:
A report was received that the patient underwent a lead implant procedure in 2014, and the physician chose to wait until 2016 to implant the ipg. During the permanent ipg implant procedure, the physician noted a possible infection at the lead incision site. The procedure was aborted and the leads and extensions were left inside of the patient.

Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2218-50 serial # (B)(4) description: linear st lead, 50cm model #: sc-3138-55 serial # (B)(4) description: scs phiii ext 55cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a lead implant procedure in 2014, and the physician chose to wait until 2016 to implant the ipg. During the permanent ipg implant procedure, the physician noted a possible infection at the lead incision site. The procedure was aborted and the leads and extensions were left inside of the patient.

Manufacturer narrative:
Additional information was received that the infection resolved and the patient is no longer on antibiotics.

Event description:
A report was received that the patient underwent a lead implant procedure in 2014, and the physician chose to wait until 2016 to implant the ipg. During the permanent ipg implant procedure, the physician noted a possible infection at the lead incision site. The procedure was aborted and the leads and extensions were left inside of the patient.